Manufacturer narrative:
The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that upon opening an accumax 200 laser fiber from a box of five, the technician noticed the tip of the fiber was slightly bent at approximately one-half centimeter from the end of the fiber. According the complainant, the fiber was still intact and the fracture was located "in the clear glass section". The procedure was completed with another accumax 200 laser fiber, using a 20 watt lumenis holmium laser, the settings are unknown. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".